Event description:
It was reported that the patient experienced numbness in her right leg down to her toes. The patient was unsure if it was related to the device or other medical issues. The patient was redirected to speak with her physician. Further information is being requested from the hcp.